Event description:
During routine servicing, the device eval identified a reportable malfunction, cracked or broken adapter bracket.

Manufacturer narrative:
(B)(4). The device eval identified a cracked/broken adapter bracket. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.